Event description:
During routine testing of the device at the service center, the service technician reported that they were unable to fully verify the original blood parameter monitor values used during intensity testing. Since the event occurred during routine testing. Since the event occurred during routine testing, there was no pt involvement during this event.